Manufacturer narrative:
Updated data: b5. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: tav evfxplus-26; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-06-05; use by date: 2027-06-05; implant date: (B)(6) 2025; FDA site ID: 9617601. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a descending aortic dissection and severe paravalvular leak (pvl) occurred. The following day, the patient was extubated. The day following rthe extubation, noninvasive positive-pressure ventilation was initiated due to the exacerbation of acute heart failure. Approximately 3 days later, the patient developed pneumonia and was subsequently started on antibiotics. Approximately 12 days later, the patient was started on nasal high flow oxygen therapy. Approximately 8 days later, oxygenation was unable to be maintained and tracheal intubation was subsequently performed. It was reported that the patient died later that day. Per the physician, the cause of death was determined to be due to acute respiratory distress syndrome (ards) that developed during the post-operative treatment course. Additional information was received that per the physician; the delivery catheter system (dcs) and valve did not cause or contribute to the dissection.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex a code and annex c codes were corrected. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a descending aortic dissection and severe paravalvular leak (pvl) occurred. The following day, the patient was extubated. The day following rthe extubation, noninvasive positive-pressure ventilation was initiated due to the exacerbation of acute heart failure. Approximately 3 days later, the patient developed pneumonia, and was subsequently started on antibiotics. Approximately 12 days later, the patient was started on nasal high flow oxygen therapy. Approximately 8 days later, oxygenation was unable to be maintained and tracheal intubation was subsequently performed. It was reported that the patient died later that day. Per the physician, the cause of death was determined to be due to acute respiratory distress syndrome (ards) that developed during the post-operative treatment course. Additional information was received that per the physician, the delivery catheter system (dcs) and valve did not cause or contribute to the dissection. Additional information was received that per the physician, the cause of the dissection was unknown; however, it was highly likely to be related to the non-medtronic sheath. It was noted that the patient was placed under observation in result of the dissection. Additionally, it was reported that the patient had vascular tortuosity in the abdomen that contributed to the dissection. Additional information was received that a medtronic guidewire was used during the implant procedure, and it was unknown when the dissection occurred during the procedure. Per the physician, it was thought the dissection was probably not due to the medtronic guidewire; however, this was unknown.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the dissection was unknown; however, it was highly likely to be related to the non-medtronic sheath. It was noted that the patient was placed under observation in result of the dissection. Additionally, it was reported that the patient had vascular tortuosity in the abdomen that contributed to the dissection.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: unknown. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a descending aortic dissection and severe paravalvular leak (pvl) occurred. The following day, the patient was extubated. The day following rthe extubation, noninvasive positive-pressure ventilation was initiated due to the exacerbation of acute heart failure. Approximately 3 days later, the patient developed pneumonia, and was subsequently started on antibiotics. Approximately 12 days later, the patient was started on nasal high flow oxygen therapy. Approximately 8 days later, oxygenation was unable to be maintained and tracheal intubation was subsequently performed. It was reported that the patient died later that day. Per the physician, the cause of death was determined to be due to acute respiratory distress syndrome (ards) that developed during the post-operative treatment course.